Event description:
During tdp (tear duct probe) procedure, physician informed circulator that crochet hook in the set broke at the tip and was inside the patient's nose. After several attempts, the objects was found and removed. A follow-up x-ray was performed.this is the second event reported with this medical device at this facility within approximately 5 months. Staff/physicians do not know what is causing the events to occur. The manufacturer has been notified and product has been returned.